Event description:
Customer "has two cmvscan kits and every sample that we have tested with this kit has been positive, except for the negative control. All positives are of the same exact strength and appearance." Samples that test negative by [another test method] test positive by your kit. Customer uses edta and cpd samples.

Manufacturer narrative:
Internal investigation has shown that the bulk lot of latex used to MFR this kit is exhibiting false positive reactions when tested with known negative plasma specimens. Known negative serum specimens do not demonstrate the false positivity. Internal investigation of retention/returned kits also exhibit a false positive reaction with known negative plasma specimens, however, known negative serum specimen testing results are acceptable.